Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 ipgs; however, it is unknown which ipg therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: proclaim plus implantable pulse generator, model: 3670, UDI: (B)(4), serial: (B)(6), batch: a000178536.

Event description:
It was reported that the patient experienced pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the ipg was repositioned to address the issue. It is unknown which ipg contributed to the issue.